Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A consumer reported blurry vision and inability to see at near, as well as shadowing of vision following an intraocular lens (iol) implant procedure. Patient is using artificial tears for ocular dryness. The lens remains implanted.